Event description:
It was reported the physician implanted a gore® acuseal cardiovascular patch on (B)(6) 2009. On (B)(6) 2010 stenting was performed due to restenosis of the artery. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The device remains implanted so no engineering investigation could be performed.